Event description:
On (B)(6) 2012, the pt underwent the operation (c2 to th2 was fixed) with the oasys system. After about three weeks, when the surgeon checked x-ray, the blocker of the both sides of c2 has come off. The surgeon is using the torque wrench, when tightening the blocker. The surgeon is planning the revision surgery on the second week in may. And the surgeon requested the investigation of the removed implants.

Manufacturer narrative:
This report is filed on the blocker, another oasys blocker, catalog # 48551000, lot # 6c8 was and two oasys 4.0x 24mm polyaxial screws, catalog # 48552424, lot # 066113 are also part of the original construct that was removed during the revision surgery. If product becomes available and the results of the engineering analysis reveal any product issue, separate reports will be filed at that time for the screws and other blocker. Add'l info has been requested and if made available this will be reported as supplemental.